Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During the pre-deco engineering evaluation, a delamination approximately. 0.75" from the tip was observed. Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post valve deployment and upon removal of the esheath, the distal tip was observed to be delaminated. Crimping of the valve and prep of the esheath was done per IFU. Sheath insertion of an extra stiff wire was smooth and insertion of the commander delivery system with crimped valve was done without problems. The valve was implanted in good position without pvl. A little higher than normal pull force was required in order to remove the delivery system through the esheath. The esheath was then removed with the introducer inside. After the esheath was removed, it was seen that the seam had torn 3-4 mm from the tip. Despite this, there was no vascular injury and the patient was stable. Additional information provided, confirmed there had been coaxial alignment of the delivery system upon reentry into the distal end of the esheath. The atrion had been set to negative pressure and the operator had waited enough time between deflation and the withdrawal of the delivery system.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6 and h10: the following observations were made upon visual inspection of the returned device: the esheath was returned fully expanded. The esheath liner was observed to be bunched up at the distal end upon receipt. A small tear was observed on the esheath strain relief section. Upon removal of the dilator, circumferential liner delamination was observed at the sheath distal end. The delamination was approximately 0.5 to 0.75¿ in length. The marker band was observed to be intact. Scratches were observed on the sheath shaft. Based on the condition of the returned device (circumferential liner delamination), functional testing could not be performed. Based on condition of the returned device, dimensional testing was unable to be performed. No relevant photographs, videos, or imagery were provided to edward lifesciences for evaluation. During manufacturing of the esheath, the sheath and sheath shaft components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history records review (DHR) was performed and did not reveal any issues that could have contributed to the reported events. A lot history record review revealed no similar complaints. A review of complaint history from december 2018 to november 2019 for the edwards esheath introducer set (all models and sizes) revealed other similar complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation. No manufacturing non-conformities were found in the returned samples. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the trend category. The esheath instructions for use (IFU), the commander IFU, the device preparation manual and the procedural training manual were reviewed for instructions involving the device usage. Per the procedural training manual, during delivery system removal ¿ensure the balloon is completely deflated¿. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of the returned device; however, no manufacturing non-conformances were identified during product evaluation. The review of the DHR, lot history, complaint history and manufacturing mitigations further support the notion that a manufacturing nonconformance likely did not contribute to the reported event. A review of the IFU/training materials revealed no deficiencies. The complaint file indicates that the patient had mild access vessel calcification, which is also supported by the scratches observed on the returned sheath. Calcification can impact the coaxiality of the devices, potentially causing the deflated inflation balloon to get caught on the sheath upon withdrawal. Although the case notes state that there was coaxial alignment with the delivery system upon re-entry, no imagery was provided for review. Another possible cause of the observed liner delamination could be the presence of residual fluid on the inflation balloon post-valve deployment. Excess fluid can cause the diameter of the balloon to remain larger than intended. If large enough, the balloon may not properly enter the sheath and with enough force can cause the sheath liner to become delaminated. Although the case notes state the balloon was fully deflated prior to withdrawal, no imagery was provided for review and the delivery system and inflation device was not returned. As such, while a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (residual fluid in delivery system balloon) may have possibly contributed to the complaint event. No corrective or preventative actions are required at this time.